Event description:
It was reported that the user experienced a hyperglycemic event and stated that glucose levels stayed high for hours while using the ilet system, with the cause unclear and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or long-term impairment. Investigation included attempts to contact the user for additional event and blood glucose details. Investigation of this case revealed no device malfunction identified due to lack of available information, and no component-specific issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.